Event description:
It was reported that during use, the endotracheal tube (ett) experienced a cuff leak. Initially, 1-2 cc of air was added to the pilot balloon, which temporarily resolved the leak. Approximately one hour later, the leak became audible again and was more severe, resulting in loss of tidal volume on the ventilator. Additional air was injected through the pilot balloon; however, the leak persisted. The patient was subsequently reintubated with a new ett by the anesthesia team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.